Event description:
It was reported the device was received by the biomedical engineer from the surgery department because it did not sense appropriately while attached to a patient. The device was immediately changed out, and there was no patient injury. It is also on the field action list.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): analysis could not duplicate the reported event; however, analysis found that the lcd was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was received by the biomedical engineer from the surgery department because it did not sense appropriately while attached to a patient. The device was immediately changed out, and there was no patient injury.